Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 while in use and went down the patient's throat but was retrieved. The reported complaint did not result in an injury or need for intervention.

Manufacturer narrative:
Attachment was received with cap detached from head and was unable to be tested due to the inoperative condition of the attachment. Damage was noted on the cap button, head exterior threads and the spray manifold. Wear was noted on center of cap underside due to contact with set pusher. Attachment is being sent to sycotec, the original manufacturer for further investigation. Sycotech investigation determined the push button and housing cover show substantial damage. The head thread was damaged and deformed. It appeared that the attachment may have been dropped several times. It is possible that the set and ball bearings wore out prematurely due to the damage. Sleeve threads display little or no glue residue. It is possible the damage of the teeth from the gearing suggest the attachment was abused by exerting too much force on the cutting bur and therefore causing premature wear.